Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose for the past couple days and went to the emergency room. The blood glucose reading at time of call was 315mg/dl. Troubleshooting was performed. It was stated that the customer was treated with a manual injection. It was stated that the customer was not sick and has been having unexplained high blood glucose. The time and date on the insulin pump were correct. Ran a fixed prime test and the device passed the test. It was stated that the high pressure was not performed because the customer did not have a tubing clamp. No further information was provided.